Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the infusions completed sooner than expected on a patient receiving two infusions through both lumens of a peripherally inserted central catheter. The infusions were expected to infuse over 75 minutes, and completed earlier than expected in 55 minutes. The nurse reported that typically this patient's infusions take longer than programmed due to bag overfill, and for this particular infusion, no rate or programming settings were changed by the user. There was no harm to the patient. Received a copy of the customer's (B)(6) program report from health (B)(4).